Event description:
During the reported implant attempt, difficulties were encountered while operating the fixation mechanism of the device. In particular, the helix failed to extend after three successful extensions and retractions. The lead was not implanted. Subsequent to the identification of issues with the fixation mechanism and the decision to not implant the device, damages were sustained to the lead body.

Manufacturer narrative:
(B) (4). Conclusion: the analysis concludes that the fixation mechanism functions normally with a functional easyturn stylet. The analysis, therefore, concludes that the damage sustained to the returned stylet most likely caused the issue associated to the dysfunction of the mechanism during the implant attempt. The following warning is included in the instructions for use associated to this device: warnings :if the easy turn stylet is manually reshaped excessively, it may plicate. The standard stylets cannot be used to control the screw mechanism. They are intended solely for introducing the lead into the heart chambers. The identified cuts and damage to the lead, which caused the electrical and mechanical properties of the lead to fail specification, are not considered manufacturing defects as these were incurred by the physician after the implant attempt.